Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer was unable to complete the load process successfully. Review of the customer's t:connect data confirmed the issue. The customer reported an elevated blood glucose level, but could not recall the exact number. Customer administered a bolus with the pump to stabilize bg level and will use mdi as backup therapy until replacement pump is received.